Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process and the syringe needle bent. Customer¿s blood glucose level was 119 mg/dl. Reportedly, the customer reverted to an alternative method for insulin therapy.